Event description:
The patient had atrial fibrillation ablation performed on (B)(6) 2023. The patient was seen in the clinic on (B)(6) 2023 due to mild chest pain and difficulty breathing for 2 days. An echocardiogram showed a large pericardial effusion w/tamponade and patient was admitted same day. Pericardiocentesis was performed the next day. 610ml fluid was drained. A repeat echocardiogram on (B)(6) 2023 showed minimal pericardial effusion. The patient decreased colchicine, added prednisone, continued eliquis and propafenone. Increase metoprolol to bid for rate control. Patient was discharged on (B)(6) 2023.

Manufacturer narrative:
The treating physician initially noted that the event was not related to the device. The event was later adjudicated by the cec ((B)(6) 2024) as possibly related to the device and standard of care procedure.